Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r waves (ffrw) were noted on the right atrial (ra) lead and reprogramming was completed. Since the re programming under-sensing has been identified. The ra lead remains in use. No patient complications have been reported as a result of this event.